Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found a motor rate error. During the functional testing, the customer reported problem was unable to be duplicated. A worn drive train was determined to be the main cause of the customer reported issue. The motor, leadscrew, clutch left, clutch right, clutch cam, worm gear, worm coupling, and barrel clamp guide were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had motor rate error (b2014753). There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.